Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka). Although the controller displayed blood glucose levels between 4-5 mmol/l (72-90 mg/dl), the patient suddenly became very nauseous, began vomiting, and experienced abdominal pain. Due to these symptoms, they were unable to self-treat their blood glucose by drinking fluids or consuming carbohydrates. At approximately 5:00 pm, the patient called an ambulance and was admitted to the hospital. They were hospitalized for 5 days, during which their pod was removed, and they were placed on a sliding scale with IV insulin therapy. Anti-nausea medication was also administered. While in hospital, finger-prick testing showed blood glucose levels between 11-12 mmol/l (198-216 mg/dl), in contrast to the op5 controller, which continued to display lower readings of 4-5 mmol/l. This discrepancy led to the removal of the pod. The night before discharge, the medical team discussed whether the patient wished to continue with injections or resume pod therapy. The patient confirmed readiness to return to pods, and a new pod was successfully activated while still in hospital. The patient was discharged the following day and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.